Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the cartridge has not been returned for investigation. A retain cartridge sample from lot # b201674 has been evaluated by product analysis on (B)(4) 2012 with the following findings:a visual inspection of the cartridge was performed. No damage or defects were noted. A fill test and a leak test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
It was reported that the patient stood up and realized that the infusion set tubing was not connected to the cartridge, and insulin had leaked out of the cartridge. The patient connected the tubing back to the cartridge and took correction boluses. No more insulin leaked after the tubing was re-connected. The reporter indicated that when attached the tubing-cartridge connection looked crooked.